Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with attached groshong catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, fluid leak and identified deformation due to compressive stress, naturally worn and material separation as a partial circumferential break was noted approximately 12.6cm from the distal end of the cath-lock and a compound break was noted approximately 13.3cm from the distal end of the cath-lock. The edges of the partial circumferential break were jagged, with a smooth rounded surface and the edges of the compound break were jagged. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately seven years post port placement via the internal jugular vein, subcutaneous leakage of saline was allegedly found near the insertion site, and x-ray revealed a catheter break. It was further reported that the distal part of catheter remains inside of the patient's body. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven years post port placement via the internal jugular vein, the catheter was allegedly ruptured. It was further reported that the distal part of catheter remains in the patient's body. The current status of the patient is unknown.